Manufacturer narrative:
(B)(4). The device was manufactured may 17, 2012 and may 18, 2012. Evaluation summary: the device was returned for evaluation out of its original packaging. Visual inspection noted a missing blue winged luer cap; however, a nonconforming product was unable to be verified as it is unknown whether the component was missing before the packaging was opened. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a large volume intermate had a missing "blue tip". This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.